Event description:
The flexcath steerable sheath was being used during a rf procedure. The patient had st elevation for several seconds during ablation. The physician found that the flexcath sheath was leaking. He changed the sheath for another flexcath sheath of the same lot and the second sheath was also found to be leaking during aspiration. After changing the second flexcath for a different sheath (not flexcath), the procedure could be completed. Patient is in a good health status and was discharged from hospital the day after the procedure. The facility returned the two flexcath sheaths used during the procedure and also returned two unused flexcath sheaths of the same lot for investigation.

Manufacturer narrative:
Four flexcath steerable sheaths were returned for investigation: two that were used during the procedure (3fc12 serial numbers (B)(4)) and two that had not been used (3fc12 serial numbers (B)(4)). All four devices were visually inspected and functionally tested. This report includes the results of the device analysis of 3fc12 serial number (B)(4). For the device analysis results of 3fc12 serial numbers (B)(4), refer to mdrs 3002648230-2012-00100 and 3002648230-2012-00101, respectively. Device analysis of 3fc12 serial number (B)(4) showed that the device passed the inspection as per specification. Visual inspection of 3fc12 / (B)(4) showed that the shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheaths. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.